Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device has a system error. There was no patient involvement.

Event description:
It was reported that the device has a system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a system error was confirmed during log review with multiple entries of error code 120.4500.0 (psp charge level high failure) recorded on (B)(6) 2025. However, the error could not be reproduced during laboratory testing. The external and internal inspection process was performed on the suspect pcu; no issues were observed during inspection that would attribute to the reported event. All parts inspected were manufactured by bd. Thorough laboratory testing confirmed that the pcu performed with no errors or malfunctions. There was no patient involvement; however, the event was reported to have occurred on (B)(6) 2025. A review of the pcu event logs showed that the unit was powered on at 2:37 pm on that date, but no infusions were programmed during the session. The last recorded infusion occurred on (B)(6) 2025 at 1:00 pm, programmed at a rate of 26ml/hr with a vtbi of 25ml. A review of the pcu error log revealed five malfunction entries on (B)(6) 2025, all associated with error code 120.4500.0 (psp charge level high failure). These errors occurred between 7:54 am and 1:50 pm. According to the system error tip sheet, a system error message indicates that the bd alaris¿ pc unit (pcu) has detected a hardware or software malfunction during its self-checking process. Do not power down the affected pcu until a replacement unit is available. Obtain a new pcu, tag the malfunctioning unit, describe the error, and return it to your facility¿s clinical engineering or biomedical department for evaluation and repair. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pcu s/n: (B)(6) (w/o: (B)(4). The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.